Event description:
It was reported that the battery drawer of the external pulse generator (epg) would not stay closed. The "fastener is broken." The epg was subsequently returned for repair, with additional information stating that the battery could not be removed, the front case was broken, and it may have been dropped. No patient involvement or complications were reported.

Event description:
It was reported that the battery drawer of the external pulse generator (epg) would not stay closed. The "fastener is broken." The epg was subsequently returned for repair, with additional information stating that the battery could not be removed, the front case was broken, and it may have been dropped. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evalulation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the battery drawer would not stay closed, though it did confirm the comment that the fastener was broken. Analysis found that the upper and lower cases, both bail covers and the battery drawer were broken and that the keyboard was scratched. (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator (epg) would not stay closed. The "fastener is broken." The epg was subsequently returned for repair, with additional information stating that the battery could not be removed, the front case was broken, and it may have been dropped. No patient involvement or complications were reported.